Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a daily dose of 130 g and 60 g via an implantable pump for multiple sclerosis. It was reported that there was catheter movement observed on (B)(6) 2026. It was found that the catheter implanted in 2019 had moved from the intrathecal space and a catheter replacement surgery was performed. Although 130 g/day had been administered, it was presumed that the drug solution had not actually entered the intrathecal space; therefore, administration was restarted at 60 ug/day. There was no relation to the product (drug). There was no causal relationship with the catheter, pump, programmer and technique.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 10-sep-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.